Manufacturer narrative:
The cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).

Event description:
A report was received on 16 jan 2026 from the home therapy nurse (htn) of a 77-year-old female patient approved for performing solo hemodialysis with a medical history including aortic valve disorder, diabetes and end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2026. Additional information was received on 21 jan 2026 from the htn who stated the patient was found connected to the machine, no further details available. Per the htn, multiple physicians stated the patient's death is unrelated to nxstage product and therapy.